Event description:
Pfs and medical records received. Pfs alleges the patient experienced pain, popping sounds, and dislocations so the patient was revised on (B)(6) 2010. An unknown head and liner are being reported. If we receive more information we will update as needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/27/2016- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR investigation. Updated demographics on head/liner.

Manufacturer narrative:
Pfs and medical records received. Pfs alleges the patient experienced pain, popping sounds, and dislocations so the patient was revised on (B)(6) 2010. An unknown head and liner are being reported. If we receive more information we will update as needed. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.